Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/pain pelvic/constant severe pelvic pain/ pain in pelvic area"), hydrosalpinx ("hydrosalpinx"), abdominal adhesions ("abdominal adhesions") and pregnancy with contraceptive device ("pregnancy (termination)") in a (B)(6) year-old female patient (gravida 6, para 3) who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed occlusion" and device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2014), ectopic pregnancy, c-section and breast reduction. She denied alcohol/substance use. Concurrent conditions included ex-smoker. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and abdominal adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and complication of device removal ("complications from essure removal/ unable to complete bilateral surgery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of right tube, left fimbrial removal in (B)(6) 2016 and laparoscopic lysis of adhesions). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the hydrosalpinx, abdominal adhesions, pregnancy with contraceptive device, abdominal pain and complication of device removal outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal adhesions, abdominal pain, complication of device removal, hydrosalpinx, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: following essure removal, pain on pelvic area- resolved on right side immediately. Hysteroscopic essure procedure: looking on the right ostia, three coils were counted and on the left ostia there were more than five coils counted. Description of removal procedure: it was impossible to safely dissect the patient's left tube; however, the fimbriated end was visualized and the fimbriated end was removed. Excellent hemostasis was visualized throughout the abdominal cavity. The patient tolerated the insertion procedure well. Case linked to second pregancy (ectopic) #(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. On (B)(6) 2016, surgical pathology report results- gross description: received right fallopian tube, left fimbriated end of tube was a 5 cm in length by 0.6 cm in width the fimbriated segment fallopian tube with a pink smooth serosa. The lumen was 0.1 cm. Within the same container was a 1cm in length x 0.6 cm in width the fimbriated end fallopian tube with a pink smooth serosa. A 0.5 cm paratubal cyst was identified containing clear watery fluid. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs . Concerning the injuries reported in this case, the following ones were reported via medical record: pelvic pain, hydrosalpinx, abdominal adhesions. Most recent follow-up information incorporated above includes: on 2-feb-2018: pfs and mr received, per pfs, events added: pregnancy (termination), pain/pain pelvic/constant, severe pelvic pain/ pain in pelvic area, hydrosalpinx, abdominal adhesions, complication of device removal, she did not undergo essure confirmation test. In (B)(6) 2016, removal of right tube, left fimbrial removal. Reporter added. Historical and concomitant condition added. Essure lot number (c35242) was provided. Concomitant drug added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("multiple confirmed pregnancies") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On (B)(6) 2015, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (serious criterion medically significant) and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (essure removal). Essure was withdrawn. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain, pregnancy with contraceptive device and abdominal pain to be related to essure. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-dec-2016: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure inserted and experienced severe pelvic pain and multiple confirmed pregnancies. Essure was removed. Both events are anticipated according to the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In addition, pelvic pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was added. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/pain pelvic/constant severe pelvic pain/ pain in pelvic area"), hydrosalpinx ("hydrosalpinx"), abdominal adhesions ("abdominal adhesions") and pregnancy with contraceptive device ("pregnancy (termination)") in a 32-year-old female patient (gravida 6, para 3) who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed occlusion" and device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's past medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2014), ectopic pregnancy, c-section and breast reduction. She denied alcohol/substance use. Concurrent conditions included ex-smoker. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and abdominal adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and complication of device removal ("complications from essure removal/ unable to complete bilateral surgery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of right tube, left fimbrial removal in (B)(6) 2016), and surgery (laparoscopic lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the hydrosalpinx, abdominal adhesions, pregnancy with contraceptive device, abdominal pain and complication of device removal outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal adhesions, abdominal pain, complication of device removal, hydrosalpinx, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: following essure removal, pain on pelvic area- resolved on right side immediately. Hysteroscopic essure procedure: looking on the right ostia, three coils were counted and on the left ostia there were more than five coils counted. Description of removal procedure: it was impossible to safely dissect the patient's left tube; however, the fimbriated end was visualized and the fimbriated end was removed. Excellent hemostasis was visualized throughout the abdominal cavity. The patient tolerated the insertion procedure well. Case linked to second pregancy (ectopic) #(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. On (B)(6) 2016, surgical pathology report results- gross description: received right fallopian tube, left fimbriated end of tube was a 5 cm in length by 0.6 cm in width the fimbriated segment fallopian tube with a pink smooth serosa. The lumen was 0.1 cm. Within the same container was a 1cm in length x 0.6 cm in width the fimbriated end fallopian tube with a pink smooth serosa. A 0.5 cm paratubal cyst was identified containing clear watery fluid. Current weight: 190 lbs. Approximate weight at the time of essure placement: 170 lbs. Concerning the injuries reported in this case, the following ones were reported via medical record: pelvic pain, hydrosalpinx, abdominal adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.